Event description:
The customer stated she received treatment at the hospital for high blood glucose. No blood glucose reading was provided. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was programmed correctly as well. The tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge..